Event description:
The pt fell and suffered a bone fracture in her left forearm in 2005. The pt subsequently underwent open reduction internal fixation of fracture of left ulna and radius with zimmer plate and screws. Since that time, her radius plate failed and the pt has gone on to develop a nonunion of her left radius. In 2006, the pt presented to our facility for removal of broken hardware and application of new plate to her left radius.